Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra2 meter was displaying inaccurately high results compared to his feelings. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B) (6) 2010. The patient claimed that he tested his blood glucose with the subject meter and obtained a result of "283 mg/dl". The cca documented that the patient manages his diabetes with insulin (self-adjuster). On (B) (6) 2010, the patient stated that he increased his insulin dose from 30 to 34 units as a result of the alleged meter issue. A few weeks after obtaining the alleged inaccurate high reading, the patient claimed that he became shaky. It is not known if the patient attempted to test his blood sugar on the subject meter at the onset of his symptom. The patient stated that he treated himself by drinking orange juice and a candy. The patient denied using any other meter to test his blood glucose. During the troubleshooting session, the cca was unable to walk the patient through a quality control test on the reported meter because the patient did not have a control solution available at the time of the call. Replacement meter and supplies were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.